Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user reported sudden weird noises/tones, which sometimes occur sometimes not. Re-implantation has been scheduled for (B)(6) 2025.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient first heard strange noises and finally could not hear anything at all and in situ measurement showed a device malfunction. Device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. The cause for the reported malfunction remains unknown. This is a final report.

Event description:
The user's hearing performance with the device is affected. The user reported sudden weird noises/tones, which sometimes occur sometimes not. The user has been reimplanted.